Event description:
It was reported that during a supply change the user could not obtain insulin drops and had pushed approximately 60 units, after which air bubbles were observed in the cartridge and insulin was seen leaking inside the pump; a new cartridge was filled and the supply change was repeated successfully with visible drops, and the user received education on proper alignment and connection. No reported symptoms. Outcomes included successful completion of the supply change with restoration of delivery. Investigation included troubleshooting with guided cartridge replacement and user education. Investigation of this case revealed evidence consistent with an incorrectly seated or misaligned cartridge and an infusion set connection issue leading to leakage and air introduction. It was concluded that user technique contributed to the event, and that product function was restored following correct setup.